Event description:
During service testing, the baxter repair technician reported that the device under delivered. It is unknown if there was any pt injury or medical intervention necessary. No additional information is available.